Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The whole threaded shaft of the implant is missing. Since a complete device is not available, the surface of the breakage cannot be analyzed thoroughly. However, the clear deformation of the center portion indicated miss-locking with the use of high force for removal leading to the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The root cause of this occurrence can be attributed to user-related because application of high force. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "twisted-off screw head of a variax2 t8 screw in variaxdr op. Screw shaft has remained in the patient."

Event description:
As reported: "twisted-off screw head of a variax2 t8 screw in variaxdr op. Screw shaft has remained in the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.